Manufacturer narrative:
A customer obtained a lower than expected vitros ipth result for a single patient sample when compared to the ipth result obtained from the same sample tested with a different vitros reagent lot when tested on a vitros 5600 integrated system. The most likely assignable cause for the lower than expected patient sample result is user error associated with improper pre-analytical sample storage that most likely led to ipth fragmentation in the affected sample. There was no historical quality control data provided for review, and no performance assessment testing was performed on the vitros system. Therefore, a reagent issue or an instrument malfunction cannot be completely ruled out as contributing factors to the event. The assignable cause was most likely user error.

Event description:
A customer obtained a lower than expected vitro's ipth result for a single patient sample when compared to the ipth result obtained from the same sample tested with a different vitro's reagent lot. Patient sample ipth lot 0810 result of 156.7 pg/ml versus expected result of 249.5 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitro's ipth result was part of an investigation and was not reported from the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).